Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the demonstration before a laparoscopic low anterior resection procedure, the nurse connected the adaptor to the handle, however the cartridge indicator was illuminated and the status indicators were illuminated blue. Replaced by another battery, however the same event occurred.